Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level over 600 mg/dl with a moderate level of ketones. An insulin injection was used to address the bg level. The customer changed the cartridge, infusion set tubing and site. The cannula was not kinked and after priming the infusion set tubing, insulin was observed exiting the tubing. The customer was to speak to a healthcare provider about the bg level.